Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass gastrectomy, at the second fire the staple was stuck. They replaced it to complete the case. There was no patient injury.